Event description:
Philips received a complaint from the customer on the v60 indicating that the device's sensor cannot be zeroed. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone: (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the da pcba board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.